Manufacturer narrative:
Reference number (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 06-apr-2023: on (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The existing system was removed and a new abbvie peg 20fr was placed in the existing stoma. Following the procedure the patient was seen by the tissue viability nurse regarding an ongoing granuloma at the site for which silver nitrate was recommended.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced stoma site ooze and granuloma treated with an unknown oral antibiotic. The patient had a history of recurrent stoma site infections treated with systemic antibiotics and a replacement of the peg tube was recommended.